Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Small cardiac signal contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt will continue wearing the lifevest. There is no add'l info about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt will continue to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), (B)(6) 2007 - reuse. Electrode belt (B)(4), (B)(6) 2003 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).